Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the distal end of the main tube had material removal of the insulation. A piece 0.0405 x .0935 was missing from the main tube. Failure analysis also observed that the one prong of the two prong electrical contact was missing. The prong may have been removed when excessive force was used to remove the accessory tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci monopolar cautery instrument black lining at the tip of the instrument was coming apart. No patient harm, adverse outcome or injury was reported.